Event description:
The account stated the nurse call is not working.

Manufacturer narrative:
The tech found the communication cable was visibly damaged. He replaced the communication cable to repair the bed.